Event description:
The pt's father alleges that after his daughter's pacer implant, her cardiologist noted her abdominal muscles were being paced. He reports that consultation with the surgeon and the tech determined the pacer had been inserted "backwards". The next day, the device was positioned correctly, with no pt complications.

Manufacturer narrative:
This report is being filed under exemption (B)(4) for a 2 year retrospective review of reported events where the product remained in use; date range (B)(6)2008 and (B)(6)2010. (B)(6). If add'l relevant info is received, a supplemental report will be submitted.